Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the implant wasn't working at all and that they didn't have any control over their bladder. Caller stated that it gave them very little time from the time they felt the urge to go before the urine gone. The patient stated that they were having to wear depends and were afraid to leave their house. The caller stated that they had adjusted the stimulation up , but they were still not getting relief. Caller mentioned that when they adjusted the stimulation, it would jolt the patient. Caller also stated that when they adjusting, the stimulation was like a thumping feeling and it seemed to be more in their penis than their bladder. When asked for the event date, caller stated it had been a while now, probably a couple mo nths, and it hadn't been working again and was getting worse. Agent walked caller through how to change programs. Caller was able to successfully change programs and increase stimulation to a comfortable level. Patient will maintain stimulation level and will cont inue to track symptoms. They confirmed stimulation in bicycle seat area and comfortable. The caller stated that the patient has an appointment with the doctor on november 17th. Caller wanted to know who the manufacturer representative (rep) is for the area and patient services reviewed the doctor can request the rep at next appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative. They called back reporting the patient continued to experience a lack of urinary control and wanted to know more about different programs. The agent reviewed general theory and use. The caller indicated the patient had an appointment with managing physician on november 19th however the physician's scheduler told them to call the manufacturer regarding the therapy concerns. Reviewed the role of the manufacturer vs the role of their healthcare provider (hcp) and recommended patient discuss root cause of symptoms with managing physician. An email was sent to the field staff per the callers request. A response was received from the field staff. They stated that they had spoke with the patient, answered their questions, and reprogrammed them over the phone. They stated that the patient was happy, had their number, and would follow up as needed.